Event description:
Related to MFR report # 2183959-2012-00707. Related to MFR report # 2183959-2012-00859. It was reported that a second monarc sling was implanted on (B)(6) 2005, to treat the plaintiff¿s continued incontinence. It was alleged by the plaintiff¿s attorney that, as a result of having the mesh implanted, the plaintiff experienced mental and physical pain and suffering, has had recurring and increased incontinence, abdominal and lower back pain, has required corrective surgical procedures and has sustained permanent injury. It was also alleged by plaintiff¿s attorney that, the pt has, or in the future will be caused to, suffer personal injuries, pain, emotional distress, and other damages.

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a f/u report will be sent.